Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/21/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * please confirm whether the first needle broke into several pieces or detached entirely from the suture. * what is the procedure name/date? * which anatomical area was being sutured when the needle became retained within the patient? * were x-rays taken to locate the needle fragment(s)? * what measures were taken to retrieve the broken fragment? * in which tissue structure was the broken needle retained? Is there a plan to remove the fragment in the future? * an adverse impact on the patient was reported. Please provide the patient¿s most current status and the treatment(s) provided. * please provide the source or name of person providing answers to follow-up questions to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported to the dl by the healthcare professional that surgeon using in robotic case and needle broke off. Found it and retrieved. Opened a new one and it broke in half. Second time needle couldn't be found. Same lot number. There is adverse impact on patient/user reported. Device is not available for return. Additional information was requested.